Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). Reportedly, customer believes their stress level has contributed to their elevated bg levels. A non-tandem pump was used to address bg levels.